Event description:
Name of procedure being performed: unknown. Detailed description of event: facility: [facility]. "Foreign material like hair was found" "this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." "Report from the sales rep after opening the sterile pack, the customer found the foreign material like a hair. The device was replaced with new one." "Initial investigation report the event unit was returned to us and visually inspected. The foreign material was found in the top of the seal component (pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(4)." Components available for return: 1 package, 1 obturator, 1 cannula, 1 foreign material. Patient status: na (no patient involvement) . Type of intervention: the device was replaced with new one.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown. Detailed description of event: facility: [facility]. "Foreign material like hair was found". "This is a complaint from the market. Administrative no.c21467654. Please refer to the complaint sheet for investigation." "Report from the sales rep: after opening the sterile pack, the customer found the foreign material like a hair. The device was replaced with new one." "Initial investigation report the event unit was returned to us and visually inspected. The foreign material was found in the top of the seal component (pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(4)." Components available for return: 1 package, 1 obturator, 1 cannula, 1 foreign material patient status: na (no patient involvement) type of intervention: the device was replaced with new one.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair. Based on the condition of the returned unit and the description of the event, it is possible the hair originated from an operator during the manufacturing process. It is also possible the hair entered the pouch after it was opened. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.